Event description:
Report rec'd of an over-delivery of narcotic due to a pump programming error. The pump was programmed with a drug concentration of morphine sulfate 1mg/ml when the actual syringe in use was a 5mg/ml concentration. According to the customer contact, the pt rec'd 20-25mg of morphine sulfate instead of the intended 2-3mg over an undetermined period of time. The pt was drowsy, but arousable, and was transferred to the intensive care unit. The pt rec'd a continuous IV infusion of narcan. The customer could not recall the strength or rate of the infusion. The pt required the narcan infusion for only "a few hours" and was then reported to be "okay". There were no reported long-term adverse effects to the pt. The pump was not isolated, and no serial number was recorded; therefore, the pump will not be returned for testing.